Event description:
It was reported that this right ventricular (rv) lead was exhibiting low out of range pacing impedance measurements of less than 200 ohms. An x-ray performed did not show any abnormalities with the rv lead. Surgical intervention was performed and the rv lead was abandoned and replaced. With a new rv lead implanted, the pacing impedances went back into a normal range of 550 ohms. No abnormalities were observed with the header of the device or the proximal part of the rv lead during the replacement procedure. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.